Event description:
It was reported by the surgeon that during the initial implant surgery of the generator an absorbable suture was not used. The physician did not know the cause of the reported migration but noted that the migration of the generator was not major.

Event description:
The patient underwent surgery to have the vns lead and generator explanted. The surgeon reported that the totality of the vns was removed except what was located deep to the sternocleidomastoid muscle. No additional relevant information has been received to date.

Event description:
It was reported that the patient requested to have the generator removed due the generator migrating. The patient was then referred to a surgeon to have the generator explanted. No surgical interventions are known to have occurred to date. No additional relevant information has been received to date.